Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead - (B)(6) 2011; 4195 implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing, which has been causing mode switches. Additionally, the right ventricular (rv) lead exhibited t-wave oversensing (twos) . The leads remain in use. No patient complications have been reported as a result of this event.